Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was part of a system revision due to infection. (B)(6). It was also reported that there was an abscess in the incision site and was opened several times. There were no additional adverse patient effects reported. The atrial lead remains in service.